Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarms noted. The insulin pump functioned properly. The motor was tested outside the device and passed. The insulin pump was received with minor scratched liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 170 mg/dl. Nothing further reported.